Event description:
It was reported that the user with dementia intermittently disconnected the ilet infusion tubing, after which blood glucose meter readings were high while the cgm trend showed a downward arrow; the caregiver was advised to check for air gaps or bubbles in the tubing and to change supplies, and ketone testing was discussed per the ketone action plan. Symptoms included hyperglycemia. Outcomes included no reported hospitalization or medical intervention. Investigation included a review of device feedback and troubleshooting with the caregiver. Investigation of this case revealed user handling and potential infusion line disruption with possible air-in-line contributing to reduced or interrupted insulin delivery; the caregiver reported not understanding that the device had stopped dosing. It was concluded that the event was attributable to user handling and infusion set/tubing disconnection leading to hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance